Manufacturer narrative:
Block a: customer contact reported no patient information available. A ge healthcare service representative performed a checkout of the system. The adjustable pressure limit (apl) valve was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available to date. Unique identifier: (B)(4).

Event description:
The hospital reported a >20% over delivery of tidal volume. There was no report of patient injury.